Event description:
Per complaint (B)(4), during a post-operative check, a patient experienced loss or failure of implant to integrate.

Manufacturer narrative:
Exemption #e2012017. Report late due to asr to individual reporting transition. Corrected narrative verbiage.

Manufacturer narrative:
Exemption #e2012017. Report last due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), during a post-operative check, a patient experienced loss or failure of implant to integrate.